Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The certas valve was returned for evaluation. Review of the history device records was not possible as the lot number was unknown. Failure analysis: the valve was visually inspected; no defects noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician was unable to confirm the problem reported by the customer. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no issues were noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve stopped working on (B)(6) 2020. The valve was implanted a year ago and had to be explanted and replaced. No additional information was received after several attempts.